Manufacturer narrative:
Unit received with button error alarms due to flattened dome on down arrow button. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer was able to clear the alarm. Customer was advised to monitor the pump and call back if necessary. No further details given.